Event description:
It was reported that a separation occurred. Four amplatz super stiff guidewires were selected for use. The guidewires kept separating from their core when loading the catheter over the guidewires. There were no patient complications and the patient's status was fine.